Event description:
A malfunction alarm occurred, but no notable events were reported before the issue. The impact on the customer's blood glucose level was unknown as the customer declined to provide specific information. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset.